Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-8943-15/ batch 012201, was received for investigation. Upon visual inspection, the device had signs of wear along the body: faded laser marks and discoloration. Additionally, the slider pin was bent. However, the probe hook was not broken as stated in the complaint allegation. Functional testing noted that the device had some resistance when retracting from the body. No problem was noted with the probe hook.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-8943-15 depth device inner depth hook probe broke at junction of depth calibration (laser mark). This was discovered on (B)(6) 2024 during dr. (B)(6) orif distal radius procedure. No piece(s) broke off inside patient. The case was completely successfully with no patient harm.